Event description:
The manufacturer received information alleging an incourage vest therapy device caused a broken rib. The patient discontinued vest therapy. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an encourage vest therapy device caused a broken rib. The patient discontinued vest therapy. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed all testing and operated as designed.